Event description:
Upon deployment the option elite ivc filter would not expand. It came out in a closed position and the legs did not deploy / expand.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Upon deployment the option elite ivc filter would not expand. It came out in a closed position and the legs did not deploy / expand.

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Event description:
Upon deployment the option elite ivc filter would not expand. It came out in a closed position and the legs did not deploy / expand.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. The customer returned the dilator, deliver catheter sheath, and a retrieval kit from another vendor. There was no filter returned for review. Functional testing was conducted by the analyst along with the supervisor. The dilator was inserted into the delivery catheter sheath without any issues. The retrieval kit was also disassembled by the analyst and no filter was found. Therefore, this complaint could not be confirmed for the reported issue since the filter was not returned for review. A definite root cause and corrective action for the reported issue could not be established since the filter was not returned for review.